Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacture representative reported the patient was receiving unknown baclofen via an implantable pump. The indication for use was intractable spasticity and head/brain injury. It was reported the patient had a hematoma on the pocket and the pump couldn't be put back in on (B)(6) 2019. It was noted the patient was experiencing seizures from the baclofen withdrawals. The patient's pump was explanted along with the catheter and discarded by the customer. The patient's weight was 75 kg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the hematoma on the pocket was unknown. The hematoma and withdrawal symptoms have resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. Product ID: 8781, serial# (B)(4), product type: catheter. The pump and catheter were returned, and analysis found no pump anomaly and found on catheter/sc connector/ tear in seal near guide ring. If information is provided in the future, a supplemental report will be issued.